Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added : h6. Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation papers allege that after implantation, patient began to suffer from severe pain and symptoms of a failed implant. It is further alleged that patient's physicians have examined and advised him that he will be required to undergo revision surgery. It is additionally alleged that patient sustained and continues to suffer damages, including, but not limited to, past, present, and future pain and suffering, severe and possibly permanent injuries, emotional distress, disability, disfigurement, economic damages (including medical and hospital expenses) monitoring, rehabilitative and pharmaceutical costs, and lost wages and loss of future earnings capacity. Update 4/21/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain and discomfort in hip and groin, limited mobility, unable to stand or walk for long periods of time, body aches and high temperature. Revision surgical report noted significant scarring, significant adverse soft tissue reaction around femoral head and trochanter, minimal osteolysis around shell, and acetabulum appeared ot be slightly/somewhat lateralized but not enough to revise, it will not be reported, and eccentric polyethylene wear but liner is metal. Metal ion lab results were greater than 7 parts per billion, stem will be added to complaint for elevated ions.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided femoral stem product/lot combination since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
In addition to what was previously reported, litigation alleges metal wear/metallosis.